Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b5, b6, b7, and h6. Investigation: the following allegations have been investigated: thrombosis, anxiety/betrayal, leg ache/burn/swell, chest pain, shortness of breath. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported thrombosis, anxiety/betrayal, leg ache/burn/swell, chest pain, shortness of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right common femoral "artery" due to post deep vein thrombosis and pulmonary embolism. The patient alleges vena cava and organ perforation. Tha patient further alleges anxiety, betrayal, leg ache/burn/swell, limited mobility, chest pain, shortness of breath, and thrombosis. On (B)(6) 2006, per a report from xray; ¿impression: inferior vena caval thrombosis.¿ on (B)(6) 2006, per a report from computed tomography; ¿impression: 1. Thrombosis of the inferior vena cava, iliac veins and femoral veins extending to the inferior vena cava filter. 2. Segmental intrahepatic hepatic vein thrombosis in the right lobe.¿ on (B)(6) 2019, per a report from computed tomography; ¿findings: there is an ivc filter in place which the cephalad and is at the level of the renal veins in the distal and extends to the l3 vertebral level. There is no significant tilt of the filter and no sign of migration. There is a posterior medial strut which extrudes from the ivc at approximately l3 vertebra. There is no sign of fracture thinning and no stenosis of the ivc.¿

Manufacturer narrative:
Initial reporter: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2006 approximately 12 years and 8 months later, the plaintiff underwent a computer tomography (CT) scan of the abdomen and pelvis which revealed that the filter struts had moved since the filter was placed, with several struts extending outside of the patient's inferior vena cava (ivc) and one extending into [the patient's] lumbar vertebra. Hospital and medical records have been requested, but not yet provided.